Event description:
It was reported during the implant attempt that the lead had high impedance and it had large variations in impedance along with noise. The lead was not used and the physician was able to successfully implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut and the lead appeared to have been damaged at implant.